Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable lead was part of a system revision due to allergies. There were no additional adverse patient effects reported. The implantable lead was explanted.